Event description:
Pt is reported to have developed a burn on the outer left calf, measuring approx 1 1/4 inches in diameter, following treatment with the anodyne professional unit which was administered by a health care professional. Pt's blister was drained, then treated with an antibiotic ointment and a dressing. Pt injury is healing.